Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient underwent an anterior cruciate ligament surgery in (B)(6) 2020. It was further reported that two titanium plates were inserted into the knee. The patient reported that post operation the patient got a serious reaction and strong infection, which then triggered an autoimmune disease. No further information was provided. Update dw (B)(6) 2025: further information was provided that an ar-1588rt was implanted into the patient. It was further reported that the surgeon has no suspicion that the the device is the trigger for the autoimmune disease.